Manufacturer narrative:
A replacement pump was sent to the customer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast fed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she was having low suction with her pump in style advanced breast pump and that she noticed her breasts did not empty after pumping, were lumpy and that she developed mastitis as a result. She was given an antibiotic and ointment for her breasts.